Event description:
Telephone pacemaker evaluation performed 1/13/99 showed ventricular non-capture. Brought in for clinical evaluation 1/14/99. Vascor model 111-256 displayed total ventricular non-capture and bipolar resistance measured "low ohms" on multiple interrogations. Ventricular capture could not be restored in bipolar even at maximum outputs of 8.1 volts at 1.0 msec. Unipolar ventricular resistance measured 269 ohms, which is extremely low. Ventricular capture was temporarily restored in unipolar with significantly higher capture thresholds of 5.4 volts at 0.6 msec. Pt was complaining of intermittent, significant dizzy spells over the past week. Her last visit was 10/16/98 and the lead showed good thresholds with a good, bipolar resistance of 776-793 ohms. There was no indication of impending lead failure. The lead was implanted 1/21/97 and displayed normal function with good thresholds from implant through 10/16/98. The sudden failure with low ohms and total non-capture is indicative of insulation failure. The lead was surgically replaced on 1/15/99.